Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing after the patient was hit in the left shoulder by a tree, (the ICD is implanted in the left pectoral region). The physician has given the patient an event recorder and will monitor the patient. Cpi received additional information that the ICD is oversensing resulting in non-sustained episodes and inappropriate shocks. The physician could reproduce the oversensing with valsalva maneuvers.